Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Describe the non-conformity.............power settings seemed to not be working right was there patient involvement in the reported condition? No describe adverse event as a result of a reported condition? Patient injury? No. Adverse event, no patient injury. Was there any additional medical attention? No. What procedure was the physician performing? Leep. Did the physician perform any extra steps to complete the procedure/how did the physician complete the procedure? Adjusted power settings was there a significant delay in regards to the reported condition up to 30 minutes? No. 1216677-2022-00163 leep precision generator lp-20-120 e-complaint-(B)(4).